Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 088) issue. The reporter stated that the pump emitted multiple call service alarms that were not showing up in the pump history. The pump was able to be successfully rebooted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings:the complaint could not be duplicated on investigation. A review of the pumps history revealed a call service alarm. Evaluation revealed no defect or damage observed to the printed circuit board.